Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer and confirmed a the speaker failure. The rse determined that part (453564673831,mx_100/x3 speaker assembly) needed to be replaced. A nemo (non engineering material only) service was agreed upon. The customer ordered a replacement speaker to resolve the issue.

Event description:
It was reported philips that the intellivue multi-measurement module x3 indicating ¿the loudspeaker is out of work. It is unknown if the device was in use at the time of the event. No adverse event occurred.